Event description:
The patient claimed that the backlight buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Visual inspection was performed and a cracked battery compartment was observed; the battery cap is stripped and will not properly power up. A test cap was used for testing purposes. Pump boots to verify screen with auditory and vibratory alarms; the display has a reddish tint to it, information is difficult to read. The pump was opened and a test display was inserted; the reddish tint did not travel to the test display. All keypad buttons are responsive when pressed except the "contrast" button which is intermittent/difficult to push. The keypad was removed and contamination around all button contacts was observed. There are no alarms related to the complaint in the alarm history; no cs011-2660 alarms were observed. The pump was continued to be used and the data has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.